Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad cover was returned torn between the ok and the down arrow buttons; exposing the flex circuit. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The ok and contrast keypad buttons were appropriately responsive. The keypad cover was removed and evidence of contamination was found under all contacts.